Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power. It was noted that the battery compartment was cracked and there was moisture visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump¿s black box data indicated multiple pump reboots had occurred. The returned battery cap was observed to be damaged. The removal slot on the top of the cap was stripped/worn. A test cap secured properly and was used to perform testing. Multiple battery compartment cracks were observed and there was visible corrosion inside the battery compartment. A leak test was performed and confirmed a battery compartment leak. The pump was exercised for 24 hours with no alarms or power issues occurring. The pump case was removed and no evidence of damage or internal moisture was found to the power circuit. The complaint of a power issue was shown in the history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display screen was dim, faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).